Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service (cs 088) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 .device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the pump¿s black box revealed evidence of a cs 088 watchdog alarm. The ez-prime steps were performed correctly. No cs 088 alarm occurred during the investigation. The product performed within specification. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or the continuous glucose monitor.